Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate auto mode switching episodes were observed due to quick rate response and crosstalk on the atrial channel. The rate responsive stimulation sensor was turned off and a programming setting change was made. Noise was also observed on both channels. Noise was not reproducible by lead testing or pocket manipulation. The patient will be followed up in four months. The patient condition is good.

Event description:
New information received states new nonsustained oversensing episodes were observed due to far p-wave oversensing. Recent session records detected reoccurrence of crosstalk after atrial pacing. Lead testing and attempting to reproduce noise were suggested. Programming changes were also recommended to address the crosstalk. The patient is likely to return to the clinic next month. The patient condition is good. No further information is available.

Event description:
New information received states the patient returned to the clinic and the pacemaker max sensitivity was programmed. The patient will return for a routine follow-up. The patient condition was good before, during, and after the visit.